Event description:
It was reported during the implant procedure that the physician had difficulty positioning both leads and could not get leads to properly implant. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. Also, there were no visual defects or damage appreciated. Evaluation summary: (B) (4) lead stretched. Visual inspection noted inner tubing kinked/buckled, outer insulation torn.